Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-jul-2018 with the following findings: review of the black box data revealed records of loss of prime events with zero force and ¿no cartridge detected¿ warnings. On investigation, the alleged load step malfunction was duplicated; the piston continued forward during the load step. The force sensor was evaluated and found to not be able to detect force. The pump was opened for investigation and revealed moisture damage inside the pump on the force sensor components, flex pins and housing. Moisture was also visibly present behind the display screen. Leak testing confirmed moisture leakage into the pump through a crack in the cover.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (load step malfunction) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connected to the body and provides multiple reminders during the prime/rewind sequence.